Event description:
It was reported that the device was explanted after an implant duration of .23 months for unknown reasons. Another valve was implanted as a replacement. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded by the hospital. Report only.

Manufacturer narrative:
This was determined reportable per edwards lifescieces procedures. No additional patient information is available. Customer letter not requested. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned. Discarded at hospital.